Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2012, menorrhagia, uterine leiomyoma, polymenorrhoea and menometrorrhagia. Concurrent conditions included vaginitis bacterial, ovarian cyst, shoulder pain and hypertension. Concomitant products included valsartan (diovan) since (B)(6) 2014 for hypertension as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (provera) and orphenadrine from (B)(6) 2014 to (B)(6) 2015. In may 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In june 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity: unspecified"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("vaginal infection"). The patient was treated with metronidazole, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy with bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, vaginal infection, depression, anxiety, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test - hsg results were provided, however, it was stated that she did not undergo the confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: disordered proliferative endometrium with tubal metaplasia and stromal and glandular breakdown. Endocervix with focal atypical squamous metaplasia and chronic inflammation. Ultrasound pelvis - on (B)(6) 2014: cyst of ovary; on (B)(6) 2015: fibroid tumors in the uterus showed they were increasing in size and number. Ultrasound scan vagina - on (B)(6) 2011: endometrium measured 10 mm, correlate with lmp is recommended. Hypoechoic ovoid structure noted in the endometrium, differential include mucosal fibroid, blood clot or less likely polyp.. Concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. New events dyspareunia, vaginal discharge were added. Aka name was added. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2012, menorrhagia, uterine leiomyoma, polymenorrhoea and menometrorrhagia. Concurrent conditions included vaginitis bacterial, ovarian cyst and shoulder pain. Concomitant products included valsartan (diovan) since (B)(6) 2014 for hypertension as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (provera) and orphenadrine from (B)(6) 2014 to (B)(6) 2015. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity: unspecified"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)") and vaginal infection ("vaginal infection"). The patient was treated with metronidazole, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy with bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test - hsg results were provided, however, it was stated that she did not undergo the confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2011: disordered proliferative endometrium with tubal metaplasia and stromal and glandular breakdown. Endocervix with focal atypical squamous metaplasia and chronic inflammation. Ultrasound pelvis - on (B)(6) 2014: cyt of ovary; on (B)(6) 2015: fibroid tumors in the uterus showed they were increasing in size and number. Ultrasound scan vagina - on (B)(6) 2011: endometrium measured 10 mm, correlate with lmp is recommended. Hypoechoic ovoid structure noted in the endometrium, differential include mucosal fibroid, blood clot or less likely polyp. Concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received : this case became incident. New events added from pfs- vaginal infection, dysmenorrhea (cramping), depression, mental anguish, allergic or hypersensitivity: unspecified, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Event outcome of pelvic pain was updated to recovering/resolving. Reporter information, demographic details were added. Essure removal date added, lab data and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.